Manufacturer narrative:
H2, h3: vendor analysis was received for the returned computer. It was reported that defective ram modules and video gpu were replaced. Previously reported codes 10, 120, and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information received the clinical specialist went on site and swapped out the computer. System booted up and shut down as intended multiple times. System functioning as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-17 additional information received: the clinical specialist went on site and swapped out the computer. System booted up and shut down as intended multiple times. Used original ssd and will return shipped. Will also return the bad computer completed siu and wo. System functioning as intended.

Manufacturer narrative:
H3: the ssd was returned for analysis. The ssd was analyzed and no failure found with this part. The ssd was installed and issue was not fixed. Per other cases, replacement ssd was returned and original was continued to be used. Codes associated with the ssd: fdr 213, fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the computer was returned for analysis. Functional testing determined that confirmed video output faults. System was able to boot with a different known good vgc, however the system is still intermittent with respect to full boot, suspecting cpu/cpu pcb. Original vgc verified not function in another test system. Due to possible multiple issues, sending OEM for warranty service codes associated with the computer: fdr 120, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735786, serial/lot #: unknown; product ID: 9735999, serial/lot #: unknown. No patient involved. A manufacturer representative went to the site to test the equipment. The reported issue was confirmed. The system failed the hardware test due to computer boot-up. The ssd was replaced but the issue was not resolved. It was determine the computer or ssd could be the issue. The issue remained unresolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the system displayed "no video input" upon boot up despite being plugged in for a few days. No additional information. No patient present at the time of event. On 2020-jan-03 additional information received: the clinical specialist went on site and confirmed system is displaying "no video detected" on monitor. Performed ups re-sync steps and system was able to boot into login screen however, system was then shut down using "power down system" from application menu and cart did not successfully shut down. Computer shut down, but rest of cart did not, displaying "no video detected" on monitor once again. Hooked system up to a dell monitor that was nearby and neither monitors showed a video signal after multiple reboots. Swapped the ssd back and forth between hard drive bays with no change in behavior. Confirmed monitor is using hdmi input and that hdmi cable is fully seated on both ends. Hard shut down computer and booted it up independent of rest of cart, no change in behavior as well. Ups led's are lighting up as intended and are providing power to rest of the components inside the cart. Blue light is illuminating on power button indicating power as well. System received replacement ssd under another case as of 19-jan-2019. Attempted to boot system into safe mode by holding the left shift key during boot up with no change in behavior. Tried also hitting the escape key multiples times during boot up with no change as well. Suspect ssd or computer.